Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse could not replicate the issue. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) pump does not blow. There was no harm reported.

Event description:
It was reported that during the operation, the cs100 intra-aortic balloon pump (iabp) pump does not blow. There was no harm reported.